Manufacturer narrative:
External insulation abrasion was noted at 17.6 - 17.7 cm from the pin consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24530. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. During procedure the physician noticed that the right ventricular lead had an insulation breach. The lead was explanted and replaced. The patient was stable post procedure.